Event description:
Synovial fluid monosodium urate crystal present [synovial fluid crystal present]. Effusion in right knee [joint effusion]. Acute right knee swelling [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2010 from a physician via a company rep regarding a pt (initials, age or gender not provided) with an unk relevant medical history. On an unk date, the pt received a synvisc-one injection into an unk joint. On an unk date, the pt experienced an event related to synvisc-one administration. No further details were available. As of the date of receipt of this report, the pt outcome was unk. On (B)(6) 2010, additional info was reported from a physician assistant regarding the (B)(6) female pt, initials (B)(6), with a history of osteoarthritis of right knee. The pt received a synvisc-one injection on (B)(6) 2010 in the right knee and a lot # was not reported. After receiving synvisc-one on (B)(6) 2010, the pt experienced acute swelling with effusion in the right knee and about 60-70 cc of cloudy, yellowish fluid was drained from the right knee on (B)(6) 2010. An analysis was performed and all cultures resulted negative for infection. The hcp did report white gout like crystals (sodium mono urate) and inflammatory cells were present in the culture and the pt had no history of gout. The pt was started on medrol dose pack and responded. In the opinion of the hcp, all adverse events reported were possibly related to synvisc-one. No further info was provided. As of the date of receipt of this report, the pt outcome was unk.